Event description:
Customer reported that she just started using the insulin pump on (B)(6) 2014. The device was not delivering, so she took it off. Customer declined speaking with help line for assistance. Customer's blood glucose was not provided. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).